Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. It was reported that the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.